Event description:
A report was received that following a fall x-rays made the physician believed the spacer had moved and was possibly close to the spinal canal. However, intraoperative x-rays confirmed the spacer was in a good position, but the physician believed the spacer could be pushed more anterior. The spacer was successfully moved slightly more anterior.

Manufacturer narrative:
Additional information was received that the event occurred in early november and that the patient was doing well after the fall and had little pain, however, the physician was worried that the spacer looked more anterior from the original implant. The patient was reportedly doing well following the procedure.

Event description:
A report was received that following a fall x-rays made the physician believed the spacer had moved and was possibly close to the spinal canal. However, intraoperative x-rays confirmed the spacer was in a good position, but the physician believed the spacer could be pushed more anterior. The spacer was successfully moved slightly more anterior.